Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had a controller error and a battery failure alarm. The aic was removed from service. There was no patient involvement.

Manufacturer narrative:
The investigation for the console (aic) battery failure red alarm and yellow alarm has been completed. Console logs from the reported complaint date of 2024.12.16 are consistent with the complaint. The aic issued multiple battery failure (transport connection blown/missing) [event set #360] and controller error (loss of comm with keypad or between the kbd and i2c for kbd hw revision 1) [event set #24] alarms on the complaint date. The console was returned for evaluation. Both the controller error and the battery failure were able to be reproduced. The results of running the batttest utility on telnet revealed that the cell stacks in both batteries had voltages of less than 2.5v which resulted in battery lockout. A misaligned communication ribbon cable on the kbd was also discovered after inspecting the internal components of the console. The reported controller error was determined to be a loss of communication issue between the kbd and 4-in-1 due to misaligned communication ribbon cable on the kbd. The communication errors resolved after reseating the ribbon cable. The reported battery failure issue was determined to be caused by depleted batteries resulting in battery lockout. Console logs from the reported complaint date of 2024.12.16 are consistent with the complaint. The aic issued multiple battery failure (transport connection blown/missing) [event set #360] and controller error (loss of comm with keypad or between the kbd and i2c for kbd hw revision 1) [event set #24] alarms on the complaint date. The reported controller error was determined to be a loss of communication issue between the kbd and 4-in-1 due to misaligned communication ribbon cable on the kbd. The communication errors resolved after reseating the ribbon cable. The reported battery failure issue was determined to be caused by depleted batteries resulting in battery lockout. Added d9 device return date corrections to the initial MFR report: h5 corrected to no. H8 corrected to reuse.